Event description:
During a robotic lung resection case the surgeon noted that the curved bipolar dissector xi instrument arm was not articulating correctly and the bipolar feature was not working. A second sterile curved bipolar dissector instrument was opened and used without incident to complete the case.